Event description:
Clinician and physician reported potential noise on rv lead. Lead currently remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.